Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Other mgf report numbers: 3003418325-2018-00003, 3003418325-2018-00009 and 1121308-2018-00020.

Event description:
The ear, nose and throat disorders (2017) published ¿endoscopic repair of lateral sphenoid encephaloceles: a case series¿. The report discussed a consecutive series of patients who underwent endoscopic repair of lateral sphenoid encephaloceles diagnosed and treated between 2012 and 2017, to analyze the relationship between repair method and success rate, as well as to explore repair techniques, utility of postoperative lumbar drainage, and complication rates. All repairs were bolstered with surgicel, duraseal sealant, and nasopore. A (B)(6) year old female patient with presenting symptom of left cerebrospinal fluid (csf) rhinorrhea underwent a transnasal transsphenoidal endoscopic repair of a left lateral sphenoid encephalocele using an alloderm onlay with left middle turbinate free mucosal graft. Post-op additional therapy included a lumbar drain for 72 hours. The patient experienced recurrent csf rhinorrhea and recurrent encephalocele on the 6 month magnetic resonance imaging (MRI) ordered for headaches. The patient was lost to follow up after 1 year.